Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for out of range hv lead impedance was observed. The measurements are gradually increasing over the last year. Programming changes were made.